Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated random suppressed results with "oir lo" (out of instrument range low) and "blank rate low" error messages for chemistries on the cartridge chemistry (cc) side of the analyzer. Customer reported that the dxc 600i generated suppressed results on patient and quality control (qc) samples. Customer reported that the tests affected included creatinine, lipase and amylase. Customer reported that they had a leaking syringe issue and similar suppressed results error messages on (B)(6), 2011. Customer reported that they replaced the syringe plungers and verified there was no leak on the instrument on (B)(4), 2011. Customer reported that the suppressed results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to flush the cc sample probe with 10% wash solution. Customer reported that after performing the flush procedure, qc passed without any error message. On (B)(6), 2011, bec field service engineer (fse) replaced the t-valve, the photometer lamp/source assembly. The fse verified the repair was performed per established procedure. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation results: photometer lamp assembly. This report is one two reports related to two events that occurred on two different days. This report is related to MDR#2050012-2011-08575.